Event description:
It was reported that during set up, the subject device exhibited brightness and auto dimming issues. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h6 and h11. The customer contacted olympus technical assistance support (tac) via phone. Tac asked the biomed if they had white balanced the scope, "do not know if the staff white balanced". There was not scope to try. Tac instructed the biomed to get a scope preferrable the scope that started this issue. When the biomed returned he learned that the facility were using stryker scopes. Customer advised tac that he learned that the scopes that were working were the olympus scopes and non-working were the stryker scopes. I instructed lets test. Testing scope now olympus wa4kl530 / (B)(4). Powered down the otv connected the scope and then camera head powered on white incomplete, instructed how to properly white balance afterwards white balance completed and now the brightness is good and set auto cycled through the manual and auto setting now made a mouse with his hand scope working as intended. Now powered down connected a stryker scope powered on white balance incomplete, I advised same processed giving an error e842 & 853. Tac then advised the scope was the issue. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.